Event description:
It was later reported that the left ventricular lead had increased thresholds. Reprogramming was performed. The lead remains in use. The patient is a participant in the product serveillance registry.

Event description:
It was reported that the remote follow-up transmission showed the left ventricular (lv) lead with an increase of threshold measurements. It was also reported that the increase may cause an inadequate safety margin for lv lead capture. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.